Manufacturer narrative:
If implanted, give date: (B)(6) 2011. Event date: (B)(6) 2011. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR# 2134265-2012-02242. It was reported that post a stenting treatment procedure, the patient developed in-stent restenosis. Approximately six months after a 3.50x24mm and 4.0x32mm veriflex stents were implanted in the left main coronary artery to the left anterior descending artery, they were noted to be restenosed. To treat the stenosis a 3.5x9mm non-bsc stent was implanted inside the veriflex stents. No further patient complications were reported and the patient's status is good.